Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced myocardial infarction and expired. (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. An 80% stenosed and 4mm long de-novo target lesion was located in the mid right coronary artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x8mm promus element plus stent, resulting in 0% residual stenosis following post dilation. Four days later the patient was discharged on aspirin. (B)(6) 2013, the patient presented with chest pain and was hospitalized. The patient¿s cardiac enzymes were within normal limits. Two days later electrocardiography was performed and was suggestive of a myocardial infarction. The patient was referred for cardiac catheterization. A non target lesion located in the left anterior descending artery was treated with balloon angioplasty. Additionally, interventions were performed which included intra-aortic balloon placement and temporary pacemaker placement. The same day the patient expired due to cardiogenic shock.

Event description:
It was further reported in (B)(6) 2013, the patient presented with chest tightness and shortness of breath. Cardiac enzymes values were found to be slightly elevated and cardiac catheterization was recommended. In (B)(6) 2013, due to critical obstruction at the left anterior descending artery ostium and high grade stenosis at the left anterior descending diagonal bifurcation, the surgical intervention was planned to treat it. Just before surgery, the patient developed frank anterior infarction with st elevation. Location of myocardial infarction was anterior (septal). The patient was brought to emergency basis where the patient had cardiopulmonary arrest (cardiogenic shock) which attempted to treat with atropine and epinephrine. Post-surgery on a same day, the patient required cardiopulmonary resuscitation with CPR and was transferred to ICU where there patient went into the pulseless electrical activity and CPR started along with medication followed by electro cardio version but the patient¿s condition was not improving and the physician was unable to get the patient¿s pulse again. Subsequently the patient¿s critical condition and acute myocardial infarction cardiogenic shock was discussed with family and the decision was taken by family not to pursue the resuscitation and patient expired.

Manufacturer narrative:
(B)(4).